Manufacturer narrative:
(B)(6).

Event description:
It was reported that a piece of the electrode tip had came off. The broken piece was removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows a detached part of the electrode. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction was tested and performed as intended. The complaint was verified as a piece of the electrode tip came off. The root cause could be determined by not adhere the IFU. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.